Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to broken straw from lid to bulk bottle, not allowing wash 1 to travel to reservoir, which the fse replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Positive advia centaur troponin ultra pt results were reported to the physician. The samples were repeated and the troponin results were negative. Three of the patients were prescribed heparin. There was no report of adverse health consequences as a result of the discordant ultra troponin results.